Event description:
The customer reported having an alam several times. The customer was admitted in the hosp for high bgs. Troubleshooting was performed. The alarm did not recur. Instructed to change the set and call the help line for further assistance if needed.